Event description:
User reported one pt sample with initial magnesium result of 4.3 mg/dl. Same sample repeated recovered 2.4 mg/dl initial result was not reported. The field service representative's service order report also documents a sample with initial magnesium result of 4.1 mg/dl which repeated at 2.1 mg/dl. The field service representative determined the r2 stirrer paddle was intermittently not spinning. The instrument was repaired. User reports no further occurrences.